Event description:
I had the essure permanent birth control procedure done 3 months ago. Five months after the birth on my third (and desired to be last) son. I have been in nonstop pain on my left side since I had it done. I thought it was because the doctor had to do it twice since the device did not deploy but the pain has never stopped. I now also bleed 21 days a month as well. I have not consulted my ob/gyn because I figured these were just normal side effects of the devices and it would take my body a while to get used to it. Today I had my hsg confirmation test done. Both tubes are blocked completely and in correct position. However, I have a third coil attached to my endometrial wall. My doctor never told me she was going to just leave the device that didn't deploy during the first attempt insertion floating around inside me. The doctor doing the hsg proceeded to try to tell me that have a third device was common if they had to try twice I have constant abdominal pain, headaches and excessive bleeding. I now have to go to a specialist to try to have them removed which most likely means a hysterectomy.